Event description:
The following information was provided: inner bearing inside mics came out. Case type / application: no associated procedure. Update from mps: entire collar disassembled. Note: inside the mouth of the mics there is bearing/screw that broke off.